Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the patient presented with a bile leak post operatively. The surgeon believes the bile leak was "due to clip failure". The surgeon performed an unplanned ercp and everything looked okay. The patient has since recovered and been discharged. No additional information has been provided. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the rep stated that there is a "potential" patient consequence. The patient has a post op leak however has not come back to surgery. The patient is under observation by the surgeon. It is unknown how the leak was determined. The device was discarded. No further information is available.